Event description:
During a tvh procedure, the shim detached from the open forceps and fell into the patient's vagina. The shim fell off at the very end of the case and with only one pedicle left to seal, the surgeon completed the case with a clamp and a suture. The shim was recovered with no harm to the patient.

Manufacturer narrative:
The device was returned with the bottom jaw shim detached, the shim was also returned with the device. The device was returned in a very heavily soiled condition with no appearance of being attempted to be cleaned. The shim has evidence of adhesive on all posts and the surface of the shim insulator. The jaw surface has a smooth appearance and evidence of blood wicking underneath it. Complaint confirmed, bond failure between shim and forceps jaw.